Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had the system explanted on the day of this report and did not know why the system was explanted. Additional information was received from the hcp and it was reported that the system explant was an elective removal and the patient needed an MRI. The hcp reported that the patient had initial relief with the device, but had not been using it for a long time. The hcp reported that the patient did not have relief and no troubleshooting was performed because the patient quit calling the manufacturer¿s representative.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from healthcare professional (hcp) confirmed that the device removal was elective and that it no longer was provided therapy. It was noted that the device was not ¿really doing anything¿ and was not causing them any pain, problems, or issues. Surgical notes dated (B)(6) 2015 reported that the patient was concerned that they may need an MRI at some point. The risk/benefits of the removal surgery were discussed with the patient and they were referred to their primary care physician to see if it was prudent take the device out versus the risks of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.